Manufacturer narrative:
Device not returned.

Event description:
Reportedly, luer lock connections on pt side of transducer were very loose and disengaged very easily. 5-10 ea of several lot no. Are affected.